Event description:
It was reported that an ilet pump appeared not to hold a charge despite charging attempts with the case off, screen up, and different outlets, and the user suspected prior drops including one into water; however, device engineering logs did not show charging faults and the device resumed charging when plugged into another outlet. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no medical intervention, and provision of a goodwill replacement charger. Investigation included customer troubleshooting and review of device engineering logs. Investigation of this case revealed no device malfunction was detected and the issue was consistent with an external power source or charger concern rather than a pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the pump, attributable to the charging accessory or power source.